Event description:
It was reported that resistance was experienced when filling the cartridge with insulin. Customer's blood glucose level was 70-180 mg/dl. The issue was resolved by performing a cartridge change.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.